Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the patient inquired if there is something this device does if it fails. The patient reported today they were sitting at work and had to leave work because about every 15-30 seconds it would shoot a lightning bolt through their butt for about 5 seconds. The patient stated they had to drive home which was "a little dicey" to get their remote to turn stimulation all the way down which seems to have corrected the problem but they didn't know why it was doing that. The patient stated they have had no issues with their implant and they have it on a low setting so they were told their implant longevity would last longer. Reviewed therapy overview and general use of external devices. The patient confirmed they were able to connect with their implant on the call. The patient stated on the call stimulation was at .00 but stated therapy was still on. The agent reviewed how to turn therapy off but patient declined and stated they will leave it at .00 because it was not doing it anymore. The patient stated they would like to have implant function appropriately. The patient denied any recent trauma to implant site or falls and stated they have not changed the setting in years. The patient was redirected to their healthcare provider to further address the issue. Emailed patient healthcare provider listings per patient's request.